Manufacturer narrative:
(B)(4). Date sent: 06/25/2025. D4: batch #357d02. Additional information was requested, and the following was obtained: did the device deliver any staples? Unk. If yes, were the staples formed properly? Unk. If yes, was the staple line complete? Unk. Did the device lock-out (no staples deployed and no cut line started)? Unk, there is a possibility that the device locked out. Or did the device start to deploy staples and cut but could not be completed (partially fire)? Unk. Was there any difficulty opening the device? Unk. If yes, how was the device removed from the patient? Unk. If yes, did the jaws eventually open? Unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. Some b formed staples were found on the jaw. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. No damages were found on the cartridge. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. The returned device, a test reload and the reload were tested for functionality in the straight position by resetting the returned reload and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number a9725x, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 357d02, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown respiratory surgery, when tried to transect the pulmonary vein, the knife did not move forward. It might have been a lockout. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 10/09/2025. Corrected data: h7 (remedial action initiated type), h9.